Manufacturer narrative:
It was reported that during surgery, legion ps high flex xlpe insert sz 3-4 11mm appeared not to lock. Procedure continued with a backup device from smith and nephew, without a delay or an injury. The affected complaint device, used in treatment, was returned and evaluated. A visual inspection of the returned device found minor damage on the surface of the device, probably from the attempted implantation. A dimensional inspection of the returned device could not confirm the stated failure mode as a dimensional inspection was attempted; the damage/deformation at several features of the device would not allow for accurate measurement. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed part revealed no prior complaints for the listed batch with the same failure mode. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Some potential causes could include but are not limited to fit/sizing or surgical technique used as the appropriate type and size should be selected for patients with consideration of anatomical and biomechanical factors. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that, during surgery, the legion ps high flex xlpe insert sz 3-4 11mm appeared not to lock. Procedure continued with a backup device from smith and nephew, without a delay or an injury.